Event description:
The user facility in japan reported the cutter did not move smoothly. The cutter was replaced. No patient injury reported.

Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.